Event description:
On 22 december 2020, neotract was made aware of an event where a patient received a prostatic urethral lift (pul) and experienced hematuria after the procedure. Two days post pul procedure, the patient was treated with clot evacuation, fulguration, and continuous bladder irrigation. The patient was released from the hospital the next day with no further hematuria.